Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the impactor poly tip has fractured in two and is being held together by clear tape. The impactor shows signs of repeated use with scratches and small gouges along the handle subcomponent. Part number is confirmed from etch but the lot number is not visible due to the quality of the image. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the nurse was placing the tap adaptor to the glenosphere the instrument fractured. There was no report of harm to the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: h4. Visual examination of the returned product identified signs of repeated use. There are nicks and gouges on the handle of the device and the impactor tip has fractured. All pieces were returned with the device. The fractured pieces do have epoxy residue on the threads of the tip. Measured the handle of the device and both measurements were conforming. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.